Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and requires maintenance. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer found a bad close sensor and replaced sensor. The system functioned as intended after the field service engineer troubleshooted the device.